Event description:
It was reported that during an angioplasty procedure in the left common iliac vein, the pta balloon allegedly ruptured at 8atm during the third inflation attempt. It was further reported that there was difficulty retracting the balloon through the sheath. Upon removing the balloon and sheath together as one unit, a partial segment of the balloon allegedly detached but was successfully removed from the patient. Another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted, as the lot number was not reported for this device. Investigation summary: the device was returned for evaluation. A visual inspection did not find any detachments to the device; both balloon joints were intact. An attempt was made to inflated the device and a longitudinal rupture was noted in the balloon. Therefore, the investigation is unconfirmed for the reported detachment, and is confirmed for a longitudinal rupture. However, the investigation is inconclusive for the reported retraction issue as the device was unable to be fully functionally tested due to the rupture, and as the user's introducer sheath was not returned with the device. It is possible that the identified rupture contributed to the reported retraction issue. However, the definitive root cause for the reported or identified issues could not be determined based upon the available information. It is unknown if the original sheath used in the procedure contributed to the reported retraction issue. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during an angioplasty procedure in the left common iliac vein, the pta balloon allegedly ruptured at 8 atm during the third inflation attempt. It was further reported that there was difficulty retracting the balloon through the sheath. Upon removing the balloon and sheath together as one unit, a partial segment of the balloon allegedly detached but was successfully removed from the patient. Another balloon was used to complete the procedure. There was no reported patient injury.